Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle broke off and fell out of the unspecified bd¿ syringe when removing the shield. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer also mentioned that she had another issue with one syringe, stated that the needle fell out of the syringe when she removed the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (1) loose 1cc syringe with a loose cannula taped to a piece of paper. Customer states that the needle fell out of the syringe when the shield was removed. The returned syringe was examined and exhibited the cannula separated from the barrel. The sample was also examined under uv light and exhibited adhesive runoff onto the barrel and the loose cannula exhibited adhesive on the cannula shaft. Unable to perform DHR check for cannula separates due to unknown lot number. Bd was able to confirm the customer¿s indicated failure.

Event description:
It was reported that the needle broke off and fell out of the unspecified bd¿ syringe when removing the shield. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer also mentioned that she had another issue with one syringe, stated that the needle fell out of the syringe when she removed the shield."